Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 27 mg/dl, and the customer stated that she thought that the insulin pump may have caused the low event. She stated that she had eaten quite a bit 2 hours prior, bolused for that meal, and experienced an extreme low. The most recent blood glucose reading was 180 mg/dl, after she had treated for low blood glucose with food and glucose tablets. The reservoir showed the same amount of insulin as was shown on the status screen. Advised the customer to monitor the insulin pump and consult with a doctor regarding the low blood glucose events. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.